Event description:
It was reported that, "shapematch femoral cutting block did not fit on femur. Anterior flange did not reach sulcus. Surgeon switched to standard triathlon instruments on femur."

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was not returned to the manufacturer. Additional information was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.